Manufacturer narrative:
The device was returned to an olympus service center for evaluation. When tested, the device passed all tests and was found to be in accordance with the technical manual. An electrosurgical diathermy unit (esg-400) was activated next to the monitor regularly and no interference was observed on the monitor image. The customer¿s reported monitor issues could not be confirmed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for a colpotomy procedure and prior to the patient entering the room, the 4k uhd lcd monitor switched itself off when the nurse pressed the diathermy pedal. The first time the diathermy pedal was pressed, the screen distorted and then the image came back. The second time the diathermy pedal was pressed, the screen turned off and then back on. The third time the diathermy pedal was pressed, the screen turned off and did not turn back on. The diathermy unit was initially within 2 meters of the monitor and was moved to 4 meters away. It was noted that the issue with the screen started when the diathermy unit was switched from bipolar to monopolar with a setting of 25. The intended procedure was delayed ten minutes, but was completed using another similar device. There was no patient impact or user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is possible that the phenomenon occurred due to the use of a device that generates high-frequency noise, which can cause image distortion. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "if this unit is used together with an electrosurgical knife, etc., the picture may be disturbed, warped or otherwise abnormal as a result of strong radio waves or voltages from the device. This is not a malfunction. When you use this unit simultaneously with a device from which strong radio waves or voltages are emitted, confirm the effect of this before using such devices, and install this unit in a way that minimizes the effect of radio wave interference. " based on the results of the investigation, the definitive root cause of the imaging issue could not be determined. Olympus will continue to monitor field performance for this device.